Event description:
User facility reported an unsuccessful cavity integrity assessment (cia) test during an attempted novasure endometrial ablation. The procedure was abandoned and a uterine perforation was confirmed on post hysterectomy. They reported "the physician believes a perforation occurred before the novasure device was inserted," during a pre-hysteroscopy. The patient was discharged home. During follow-up in 2009, the physician reported she visualized the perforation at the fundus on post hysteroscopy and not treatment was needed for this event. She reported she had been in touch with this patient by phone and the patient is doing fine. A hysteroscopy, dilatation and curettage (d&c), and sounding with metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Lot number not provided by the complainant, therefore, the expiration date is not known. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant information is received, a supplemental medwatch will be filed. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.